Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Left hip revision reported in 1818910-2021-03502, 1818910-2021-03499, 1818910-2021-03500; right hip revision reported in 1818910-2021-03503, 1818910-2021-03490, 1818910-2021-03489, 1818910-2021-03488. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records, the patient was revised to address painful left total hip, metal hypersensitivity reaction, alval, and aseptic lymphocytic vasculitis associated lesion. Operative note reported of robust abductor musculature, straw colored fluid expressed clearly under great pressure, and lytic lesion around the cup. Doi: (B)(6) 2007, dor: (B)(6) 2010, left hip.